Event description:
It was reported that a cartridge alarm was triggered. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to switch to manual insulin injections (mdi) as a backup therapy. Technical support confirmed the replacement of the pump with a new one featuring updated software. They provided the customer with instructions on how to store the faulty pump and facilitated its return with a prepaid label. The customer was also informed of the need to program settings and connect their continuous glucose monitor to the new pump.